Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: review of the black box data revealed continual power on reset events observed in the black box data. On investigation, the pump powered on normally; investigation did not duplicate the complaint of no power. Unable to perform complete investigation of the pump; unable to navigate from verify screen due to the pump failure reported on medwatch report # 2531779-2016-13200.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was reportedly moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.